Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email reservoir leak and damage on the insulin pump. Customer advised the reservoir leaker all over the insulin pump causing damage. Customer advised their meter stated they were at 500 mg/dl and then 360 mg/dl a minute later.